Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test even after changing new battery in timely manner. Customer¿s blood glucose was 198mg/dl at time of incident. Customer states that the part of pump was over heated which was cooled down after restart. Customer also states that battery did not last for 1 week. Insulin pump will be return for analysis.